Event description:
Information was received from a patient receiving intrathecal hydromorphone and fentanyl via an implantable pump for non-malignant p ain. The patient stated it took 4 min to connect to the pump and they get 9 boluses per day. The patient mentioned they had called before about clearing the data. The agent assisted patient with clearing data and patient was able to connect and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they had a perfectly functioning external system before they had the replacement pump implanted that delivered lifesaving medication when they needed it. The patient stated that they were having issues external device connecting to the pump. They reported they would get stuck at 90% when attempting to connect and they were getting error code 338. The agent assisted the patient through clearing the data. The agent had the patient to restart the handset and communicator. The agent reviewed the communicator positioning best practices. The agent assisted the patient with disabling tutorial. The patient was able to connect to the pump and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. The patient reported that they were not getting all the boluses or all the pain medication they were supposed to be getting. The patient also mentioned that it was taking 8-12 minutes to give them a bolus, which was unusual. The agent walked the patient through clearing the data in the device. They were able to connect to their pump faster.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.